Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician found water residue in the device during the device evaluation. There were some secondary findings. Additionally, there were some technical findings like error code. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. The device was returned to a third-party service center. The technician found water residue in the device during the device evaluation. There were some secondary findings. Additionally, there were some technical findings like error code. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2023-31965 was not reportable as the basis of information.